Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an infection in the scrotum. The infection symptoms began two days after the device was originally implanted. It is not known what type of infection the patient had, but the physician does not believe the device caused or contributed to the infection. The patient was given medication and the aus device was removed in order to treat the infection. The medications were given to the patient just after surgery for post-op treatment "but crp increased and the color of the scrotum went purple. So the treatment continued until the crp level was minimized." The aus was explanted approximately two weeks after it was implanted. The patient was then implanted with a new aus device on (B)(6)2020.

Manufacturer narrative:
Device evaluation: the cuff, pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events (infection) and (tissue damage) are included as potential adverse events within product labeling. D4: model number: 72404127. Lot number: 1000266648. Model description: control pump fgs iz. Model number: 72400024. Lot number: 1000261771. Model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404127, lot number: 1000266648, model description: control pump fgs iz. Model number: 72400024, lot number: 1000261771, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an infection in the scrotum. The infection symptoms began two days after the device was originally implanted. It is not known what type of infection the patient had, but the physician does not believe the device caused or contributed to the infection. The patient was given medication and the aus device was removed in order to treat the infection. The medications were given to the patient just after surgery for post-op treatment "but crp increased and the color of the scrotum went purple. So the treatment continued until the crp level was minimized." The aus was explanted approximately two weeks after it was implanted. The patient was then implanted with a new aus device on (B)(6) 2020.